Manufacturer narrative:
(B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2006. The patient experienced a mesh erosion and part was the sling was removed in (B)(6) 2007. The surgeon cut on both sides of the mesh. The patient has had continuing pain issues.